Manufacturer narrative:
MDR (B)(4) / initial 1 of 3. Based on the available information, this event is deemed to be serious injury to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported that patient reported didn't regularly rotate site location which led to cannula issues. Patient experienced high blood glucose level and treated with correction bolus via pump event on (B)(6) 2026.